Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: lot #p506493 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 6-jun-2001. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that the tip of the cable tensioner broke off. The sales consultant confirmed that the event did not take place during surgery. It was found in the cleaning process. (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip broke off. The repair technician reported tip broken as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. This item passed synthes final inspection and was returned to the customer. The evaluation was confirmed. The component was repaired and tested to operational specifications and returned to the customer. No cause was observed; no manufacturing or design issues were noted.health professional inadvertently checked; should be only company representativedevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.